Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to activate a response during testing. During investigation, the up arrow key contact was observed to be misaligned. All keypad buttons do not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons on the keypad are hard to press and sticking. It was reported that the keypad is not peeling and there is no water exposure.